Event description:
User observed incomplete sterile package seal. In accordance with labeling, the product was not used. Subsequent investigation demonstrated that the rate of occurrence of incomplete seals was higher than expected. (See also MDR #1828100-1999-00006).